Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with dim pink contrast and there was contamination found on force sensor plate. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed no alarms or warnings observed in the black box and history. Time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusions duplicated. Force sensor calibration reading is below specifications. The pump was opened, remove force sensor and check resistance and found to be within specifications. There was contamination found on the sensor plate. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the old screen was removed and replaced with a new test screen, contrast returned to normal with test screen. A visual inspection of battery compartment revealed, compartment crack at threads. The display lens was also found to be scratched and the keypad symbols were found to be worn. (B)(6).